Event description:
It was reported the single use aspiration needle core plastic head fractured. The issue occurred during an endobronchial ultrasound-guided transbronchial needle aspiration while under sedation, with less than a 30 minute delay. The device was replaced with an olympus back-up device and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, and h11. Corrected field: d4 lot#, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.